Event description:
An elderly pt sustained a second degree burn to his leg during a pelvic/prostate scan. The ge torso pa coil which was configured for use with the medrad atd adapter and a disposable medrad prostate coil was used for the scan. Eleven scans were performed and the following pulse sequences and durations were used: series 1: 3 pi loc (fgr) 0:22; series 2:3 pi loc (fgr) 0:22; series 3: fgr 0:12; series 4: fse-xl 3:03, series 5: fse-xl 7:13; series 6: fse-xl 11:0; series 7: efgre3d 1:30; series 8: fse-xl 4:34; series 9: prose 11:01; series 10: efgre3d 10:27; series 11: fse-xl 7:13. The pt was in the bore being scanned for a total of 1 hr and 15 minutes. The pt was padded to avoid skin to skin contact and contact with the bore. The pt was also provided with the pt alert bulb and instructed to use it if he needed the technologist. The pt informed the technologist when he was removed from the bore for the contrast injection that his knee felt like it was burning. The technologist noticed that one of the coil cables had moved and was resting on his knee and there was some skin redness at that time. The technologist reiterated to the pt that he should squeeze the bulb if he had any problems and placed a washcloth around the cable to insulate it from his knee, then finished the scan. After the scan, the technologist checked the pt's knee again and noticed that the area was still red an now there was an area the shape of the cable that was raising into a blister. The pt was examined by a nurse and ice was applied. The pt was asked if he wanted to be examined in the emergency room, but declined.

Manufacturer narrative:
Investigation is ongoing. Ge healthcare is continuing to attempt to gather more info regarding the event including sar values used.